Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.the combination wrench 11 mm/blade screw (p/n: 03.037.031, lot #: 9921634) was returned and received at us cq. Upon visual inspection, it was observed that the tip was broken. There were scratches on the device but have no impact on the device functionality. No other issues were observes with the returned device. The complaint condition was confirmed for the combination wrench 11 mm/blade screw (p/n: 03.037.031, lot #: 9921634). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code: 03.037.031. Lot number: 9921634. Manufacturing site: umkirch. Release to warehouse date: 28. Apr. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch null. Device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the items were returned to the facility broken. There was no reported patient or procedure involvement. This report involves one (1) combination wrench 11mm/blade screw. This is report 1 of 3 for (B)(4).